Manufacturer narrative:
The reported event of sensing noise was not confirmed. A partial lead was returned in one piece for analysis. Electrical, visual, and x-ray analysis of the partial lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented for routine check. It was discovered that the patient's right ventricular (rv) lead was oversensing noise leading to pacing inhibition. Therefore, the physician elected to explant and replace the lead. The patient condition was stable.